Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. The device was reprogrammed to primary sensing vector; however, noise was still observed. Shock therapy was disabled and a system revision would be scheduled in the future. No adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. The device was reprogrammed to primary sensing vector; however, noise was still observed. Shock therapy was disabled and a system revision would be scheduled in the future. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that the device system was explanted and replaced with a transvenous system. During the explant, the connections were checked which were noted to be normal. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. The device was reprogrammed to primary sensing vector; however, noise was still observed. Shock therapy was disabled and a system revision would be scheduled in the future. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that the device system was explanted and replaced with a transvenous system. During the explant, the connections were checked which were noted to be normal. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.